Manufacturer narrative:
(B)(4).

Event description:
It was reported there was rv lead noise when the asymptomatic patient presented in clinic for a routine follow-up. The noise resulted in inappropriate vf detection and atp delivery. Atrial lead noise was noted in a separate at/af episode. Programming changes were made. The patient was well.